Manufacturer narrative:
This report is based on information provided by a health partner and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx indicating that defibrillator took too many shocks to convert to a perfusing rhythm. The customer provided that the defibrillator pads were applied to a patient. Patient was in vfib (ventricular fibrillation) and required 5 shocks to convert to a perfusing rhythm. The physician reports that this seems abnormal for this young otherwise healthy patient. The patient also received 1st degree burns from the pads. A 1st degree burn (reddening) which is unpleasant but is a common side effect of cardioversion therapy with defibrillators. Other than ointment, no other medical intervention was required. The patient decompensated and required compressions and medications to achieve rosc (return of spontaneous circulation) because they did not convert out of their rhythm through defibrillation. Unfortunately, neither the pads nor their lot number used in the patient event were made available to philips for further investigation. Without being able to perform the failure analysis on the allegedly malfunctioning pads, no definitive conclusions or determinations can be made solely based on the customer¿s comments. Based on the information available and the testing conducted, the issue was related to the pads. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The evaluation needs the pads for evaluation of their performance. It is not possible to confirm or determine the cause of the failure since the pads are not available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. This report has been updated from serious injury to product problem as the 1st degree burn does not meet criteria for a serious injury. H3 other text : neither the pads nor their lot number were made available to philips for further investigation.

Event description:
It was reported the patient was in ventricular fibrillation and required 5 shocks to convert to a perfusing rhythm. Physicians report that this was abnormal for this young otherwise healthy patient. The patient received burns from the pads. Adhesive from the pad was also stuck to the burn wound on this patient.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the patient was in ventricular fibrillation and required 5 shocks to convert to a perfusing rhythm. Physicians report that this was abnormal for this young otherwise healthy patient. The patient received burns from the pads. Adhesive from the pad was also stuck to the burn wound on this patient. Additional details have been requested.